Event description:
It was reported that during a self-check with a u9000 filter, an external fluid leakage was observed. The qualified technician replaced the filter. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(6). The device was not received for evaluation as it was discarded; however, the leak was observed prior to discarding, by an onsite qualified technician. The reported condition was verified. To resolve the issue, the ultrafilter was replaced. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.